Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Clear passage testing and clamp function testing were performed, and no issues were noted. Visual inspection and leak testing revealed a hole along the edge of the cassette sheeting weld. The reported condition was confirmed. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated pd set with cassette leaked from a small hole "near the membrane of the cassette on the right side (when looking at the homechoice) towards the bottom." The home patient (hp) stated that this occurred after therapy, while the hp was not connected. Nothing unusual was noticed with the supplies, box, or overpouch. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 4 for this patient.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Same patient as (B)(4).